Event description:
On (B) (6) 2009, it was reported that smoke and fire was allegedly seen coming from the first step select power cord while it was plugged into the wall outlet at the healthcare facility. There was no report of an injury to the pt or hospital staff.

Manufacturer narrative:
The first step select was returned to kci quality engineering for eval. Eval of the device revealed evidence that overheating, scorching, and charring had occurred with the first step select power cord.